Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2017-10994. It was reported that in-stent restenosis occurred. On (B)(6) 2016, the index procedure was performed. A left leg angiogram showed the left superficial femoral artery (sfa) was 70% stenosed with calcification and plaque. A 6x150mm innova stent was laced in the mid to distal left sfa, followed by post-dilation resulting in 50% stenosis. A 6x100mm innova stent was placed in the proximal left sfa, followed by post-dilation resulting in 0% stenosis. The procedure had excellent results with palpable pulses post intervention. The patient condition was stable and sent home after recovery. On (B)(6) 2017, the patient presented with in-stent restenosis in the 6x150 and the 6x100 innova stents. Arthrectomy and angioplasty were performed on the left leg. The patient outcome was good. The patient was in recovery; then home.